Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. Additional information was requested and the following was obtained: in the response, it was mentioned the patient didn't need any ¿special treatment.¿ can you please provide what exact treatment the patient underwent to address the pain/burn? Was the grade of the burn ever determined? "Our plastics team gave topical care, but no surgery. Sorry, they never put a grading scale in their note." Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please provide more details on the topical care? Was the topical treatment prescribed or over the counter?

Event description:
It was reported that during the liver ablation and the patient experienced abdominal wall pain/burn. They are currently surveying the patient for any further complications. Surgeon believed it could be tied to the angle that the probes were placed at within the patient that led to the post-op reaction.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2024, b3: event year only reported: 2024, d4 batch #: unknown, d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please provide details about precise site of the burn. What is the relationship of the location site of the burn verses where the probes were being used? What was the severity of the burn? How was the burn/pain treated? Was a re-operation required? Can any photos be provided? What is the doctor's experience with the device? What¿s the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2024. Additional information was requested and the following was obtained: almost all better. He did not need any special treatment. Should be getting our 3 month scan very soon. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: in the response, it was mentioned the patient didn't need any ¿special treatment.¿ can you please provide what exact treatment the patient underwent to address the pain/burn? Was the grade of the burn ever determined? Call home did not reveal any issues or errors. No device will be returned to neuwave for further investigation. Potential cause unknown. A search of nonconformities (ncs) was performed for lot: ml24039029. There were no observed nonconformities for this lot. Manufacture date: 3/1/2024. Expiration date: 11/30/2027.